Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient was presented in clinic for follow-up. Post-paced t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.